Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent paravaginal repair with anterior wall mesh, graft mesh, bilateral iliococcygeal colpo fixation, rectocele repair with perineoplasty, transobturator and mid urethral sling mesh and intraoperative cystoscopy with urethral dilation due to cystocele with paravaginal defect, rectocele, vaginal prolapse, urinary stress incontinence, painful bladder syndrome with urethral stricture. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2012 the patient underwent total mesh plantation (implantation of a left-sided permanent s3 interstim quadruple electrode, implantation of right-sided implantable programmable generator (interstim 2) due to refractory urge incontinence. It was reported that on (B)(6) 2012 patient underwent excision of extruded suburethral sling mesh with cystoscopy due to extrusion of suburethral sling mesh. It was reported that on (B)(6) 2013 the patient underwent removal of some of residual suburethral sling, cystoscopy, urethrolysis, and advancement plication anterior repair due to stress incontinence, bladder neck obstruction and chronic pelvic pain. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.